Manufacturer narrative:
Evaluation of the returned lens found scratches on the anterior and posterior surface of the optic. These scratches appear to have been caused during handling. There was also evidence of viscoelastic (ophthalmic viscosurgical device) on the lens. Lens was received cut in half, which is consistent with a lens that has been explanted from the eye. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/ or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device has not been received for evaluation at the time of submitting the medical device report. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Event description:
It is reported that after observing a scratch on the lens, the physician then enlarged the incision and cut the lens to remove from the eye. One stitch was made in the eye. The doctor was able to successfully implant the back-up lens within the same procedure. No patient injury was reported.